Event description:
Additional information received stated that ¿the device which shut down was not the ins, but the patient programmer.¿ the patient controller battery pack was removed and put back in and the issue was resolved; the controller recovered and could be used. There remained no complications reported or anticipated.

Manufacturer narrative:
H2 correction: review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable, neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) shut down during charging. The patient¿s patient controller and recharger telemetry module (rtm) were in part replaced due to the issue; inspection of the patient controller involved with the event was unable to identify the cause of the ins shutting down during charging. It was noted the distance between the patient¿s inss was about 21 cm from one end to the other. Interrogation of the inss found no anomalies such as fracture. It was not confirmed whether the ins orientations had changed or if they were angled within the patient. There were no complications reported or anticipated.